Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2 filter allegedly experienced perforation, malposition of device and difficult to retrieve. This information was received from one source. This malfunction involved a patient with no consequences. The patient is a 49 year old male and his weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records and images were provided for review. The investigation is confirmed for perforation, filter retrieval difficulties and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation, however medical records and images were provided for review. The investigation of the reported event is confirmed for the perforation of the ivc and inconclusive for retrieval difficulties. The investigation is also unconfirmed for a filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown vena cava filter allegedly experienced perforation and difficult to retrieve. This information was received from one source. This malfunction involved a patient with no consequences. The patient is a (B)(6) year old male and his weight was not provided.